Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient with bradycardic rhythm was in emergency room. Upon the pulse generator check, the device was not pacing and was unable to interrogate with the programmer and wand. No response was available from magnet. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a pacemaker was returned at end of life for the reported events of premature battery depletion, no pacing, and no telemetry. The pacemaker was cut and connected to an external power source, which revealed high current drain from the hybrid circuitry, in particular the hercules integrated circuit, which led to the premature battery depletion. The reported events were confirmed.